Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently not available.

Event description:
The anchor was placed in open surgery (mini open). They proceeded with the repair of the rotator cuff and when they made the knot and manual traction, the suture broke / ruptured. The surgeon continued with the surgery. The broken portion did not change the suture knot. Additional info from affiliate 9-14-2016. "The patient has a lump in the biceps and it is something that has not happened before, the doctor expected to be only swelling but it is also possible that the implant has failed and the biceps was incurred. The surgeon will wait if the "swelling" gets low and analyzes to see what happens."

Manufacturer narrative:
Three strands of used suture from the complaint device were received for evaluation. There were two strands of violet suture with needles attached to one end of each strand, one piece was approximately 15 inches long and the second was approximately 18 inches long. The third strand was blue suture with what appears to be blood covering most of its approximate 18 inch length, with no needle attached to either end. The ends of the violet suture opposite the needles and the two ends of the blue suture exhibit signs of fraying and breakage, confirming this complaint. An attempt was made to get suture samples from the returned suture that did not have blood or other procedural contaminates on it to accurately check the suture strength. Two pieces of violet suture were obtained from the returned suture and pull tested, both exceeded minimum specifications. A device history record review for the anchor lot has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A device history record review of the three suture lots (two violet suture lots and one blue suture lot) used in the manufacture of this device revealed one unrelated nonconformance on one of the violet suture lots, and no anomalies or discrepancies on the other two suture lots. All three lots met qa requirements for release and passed all strength tests. Further, a review into the depuy synthes (B)(4) complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. The product instructions for use states ¿apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture.¿ we cannot discern a root cause for the reported failure mode, although two possible root causes could be that the use in an open procedure allowed the opportunity to apply too much force to the suture which resulted in it breaking, or an instrument used in the procedure could have had a sharp edge which resulted in the suture being frayed or cut. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The anchor was placed in open surgery (mini open). They proceeded with the repair of the rotator cuff and when they made the knot and manual traction, the suture broke / ruptured. The surgeon continued with the surgery. The broken portion did not change the suture knot. Additional info from affiliate 9-14-2016 "the patient has a lump in the biceps and it is something that has not happened before, the doctor expected to be only swelling but it is also possible that the implant has failed and the biceps was incurred. The surgeon will wait if the "swelling" gets low and analyzes to see what happens." Additional info via email from the affiliate on 10-17-16: the procedure was a planned open procedure; the surgeon used the excess suture left over to complete the procedure; the surgeon was satisfied with the fixation; the surgery took the scheduled time. Additional information received via email from the affiliate on 12-20-16: the product fail after surgery and was evidenced in his medical control. The surgeon indicated that this patient need an re-intervention, but the patient did not return to medical appointment. According his last control, the patient is stable but with a little pain.